Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The clip was not reported as returning for analysis. A follow-up report will be submitted with all additional relevant information. The other adverse events possibly related to the steerable guide catheter are filed under a separate medwatch report number. The article attached titled: "two cases of mitral valve replacement after mitraclip for atrial fmr¿ is only available in japanese. Details were provided by abbott japan affiliates. The other case referenced in the attached article title were filed under medwatch reports 2024168-2020-07719-01 and 2024168-2020-07719-00.

Event description:
This is filed to report the single leaflet device attachment. A case report was reported via literature that a mitraclip procedure was performed on a patient with severe functional mitral regurgitation (mr). A mitraclip had been implanted. Immediately post-procedure, the mr remained as there was a single leaflet device attachment (slda). Cardiac insufficiency symptoms were observed, requiring hospital admission. 71 days following the mitraclip procedure, surgical intervention was performed, including a mitral valve replacement, prophylactic tricuspid annuloplasty (tap), left atrial appendage closure, and atrial septal foramen closure, leaving the patient in good condition. Please see attached article for complete information. "Two cases of mitral valve replacement after mitraclip for atrial fmr¿ is only available in japanese. Details were provided by abbott japan affiliates.

Event description:
Subsequent to the previous report, the additional information was received: a case report was reported via literature that on (B)(6) 2020, a mitraclip procedure was performed on a patient with severe functional mitral regurgitation (mr). Two mitraclips (cds0502, 00210u180, 00210u177) were implanted. On (B)(6) 2020, a single leaflet device attachment (slda) was noted with one of the two mitraclips (cds0502, 00210u180). The tap procedure performed was a thoracotomy, not tricuspid annuloplasty. That same day on (B)(6) 2020, the mitraclips were explanted during the mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of heart failure and mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). Based on the information provided, the mr and subsequent heart failure appear to be related to the slda. The hospitalization and surgical procedure were a result of case-specific circumstances as the patient as the patient remained hospitalized and surgical intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling. B3: date of event b5: event description. D6a: date of implant.